Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic hepatectomy procedure, an error was displayed a few times in about 4 hours and the blade was broken off when the surgeon touched the blade after the device was removed from the patient. The broken blade tip was successfully retrieved and no pieces were left inside the patient. Another company¿s device was used to complete the case. There were no adverse consequences to the patient. The surgeon commented that he activated the device for long time.

Manufacturer narrative:
(B)(4). Doctor thought that the reason why the blade was broken was using the device though the error occurred. There was no piece of the coating of the blade fell that into the patient.

Manufacturer narrative:
(B)(4). Batch # r94693. Investigation summary: the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11 an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional information received: "the error was displayed a few times and the device was removed from the patient. The blade was broken off when the nurse touched it to confirm out of the patient. There was no piece of the blade that fell into the patient."